Event description:
The customer stated an architect i2000sr analyzer generated an increased number of initial and repeat reactive hbsag results. The customer normally observes a reactive hbsag rate of 1% but has been observing a reactive rate of 5-7% (approximately 15 samples from the past two months). No individual patient data was provided by the customer. All control values were within range. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). Further investigation of the customer issue included a review of the complaint text, a review of the service history for the customer's architect i2000sr analyzer, a search for similar complaints, and a review of labeling. The abbott field service representative replaced the wash zone manifold to resolve the customer's issue. Review of the service history for the customer's architect i2000sr analyzer did not identify any additional incidents. The design of the wash zone nozzle, which may cause wicking of the buffer onto other components of the instrument, is currently under evaluation. Labeling was reviewed and found to be adequate. Based on the available information, no product deficiency was determined.

Manufacturer narrative:
(B)(4). Concomitant medical products: wash zone manifold with valves, ln 7-96263-05 and tubing, ln 8c94-87. An abbott field service representative (fsr) found a clog in the r2 probe wash station. The fsr replaced the architect wash zone to return the system back to specifications. The customer stated that there have been no further false initial or repeat reactive hbsag results since the service visit. A follow-up report will be submitted when the investigation is complete.